Event description:
This device and lead were explanted due to noise. The system was replaced with a competitive device. There were no adverse patient events reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 45 cm proximal to the lead tip. Only the distal part of the lead was returned for analysis. It is reasonable to assume that the dissection of the lead originated from the explant procedure. The analysis of the returned fragment demonstrated a rubbed through insulation in the region of the tricuspid valve. The finding can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The deformations of the proximal shock coil resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.